Manufacturer narrative:
Patient experienced a fall resulting in patella subluxation and possible poly insert damage. Revision surgery occurred to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient experienced a fall resulting in patella subluxation and possible poly insert damage. Revision surgery occurred to exchange the poly inserts.